Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 600 mg/dl. High bg cause was not known. Customer administered a manual injecting and a bolus via the pump to address high bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.